Manufacturer narrative:
The prismaflex machine was not inspected and not taken out of service. The pt restarted crrt on the same machine on (B)(4), 2011 with no reported problems. The data card files from the prismaflex machine were analyzed. The data files show a pressure drop around 2 minutes before the termination of the treatment. The pressure drop did not result in any alarm since the pressure was still within alarm limits. According to the data card files the prismaflex machine has operated according to specifications.

Event description:
The pt was admitted to the ICU with hyperkalemia with a potassium of 8.5 mmol/l. The pt was started on continuous renal replacement therapy (crrt) the following day. Approx 12 hours later, the pt complained of "feeling wet" at which time the nurse found the return blood line disconnected from the subclavian access site. The pt had an estimated blood loss of 589 ml. The pt had a cardiac arrest following this event and was successfully resuscitated. Ccrt was discontinued and resumed again on (B)(6), 2011.